Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 05/11/2015. Date of follow-up report (1): 06/23/2015. Date of follow-up report (2): 07/31/2015. Inspection of the cool-tip electrode inflow tubing found the IV spike was melted. Water circulated normally through the electrode but did not circulate through the inflow tubing. The inflow tubing appeared to have been reprocessed, causing the IV spike to melt.

Event description:
The customer reported that an error occurred during the liver ablation procedure and the unit stopped working. The electrode was reconnected but the error occurred again. The procedure was stopped without any patient injury. Reoperation will be performed at a later date.

Manufacturer narrative:
(B)(4). The concomitant rfa2030 electrode was received for evaluation. The electrode was found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The incident rfagenj ablation generator was not returned to covidien.

Manufacturer narrative:
(B)(4).the return of the incident generator has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.